Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
D4: the UDI# is not known as the part and lot number were not provided. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with an unspecified perclose device using the pre-close technique via a 6f sheath hole prior to a percutaneous coronary interventional procedure. The first device was deployed and implanted and intended. Reportedly, during retraction of the second device, resistance was noted, and the device foot plate was stuck in the soft tissue. Surgical intervention via cut-down was performed to remove the device and achieve hemostasis. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.